Manufacturer narrative:
Concomitant therapies: patient was pre and post treated with octenisept. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected in the c1 and c2 with 1 cc of juvéderm® volux¿ and in the jw4, jw5 and ck1, ck2, and ck3 with juvéderm® voluma¿ for total of 5 syringes. Approximately 5-6 weeks later, patient complained of mild swelling and some tightness over the right chin which worsened over the next few days. Patient was treated with doxycycline 100mg bid for 1 week and medrol 32mg qd was started at approximately the same time with modest only improvement. A week later, 1000u of hyaluronidase was injected over the chin with borderline improvement. A few days later, however, the patient noticed progression of the swelling to the right midface which led to the development of a firm, relatively nontender palpable mass and overlying erythema that started to interfere with vision as it was obstructing the visual axis. At this time, 1500u of hyaluronidade was injected to the right midface, 1500u to the chin and 500u to the left midface and augnentin 1000mg bid was started. Upon follow up on the next day, since no clinical improvement was noted, 500mg solumedrol was given IV providing some help followed by 32mg po medrol qd and a follow up appointment in 3-4 days. Hcp think this case represents late inflammatory response syndrome, perhaps triggered by an infection in a predisposed patient. Event is ongoing.